Manufacturer narrative:
Investigation results completed on a smiths medical medfusion 4000 pump. Device physical condition was found to have a top case cracked by the front left bottom corner and broken mounting post on bottom case. Contamination on top case testing was completed and complaint verified in the event log and problem was isolated to plunger head. It was revealed in the investigation that fluid ingression and contamination of foreign material found inside plunger and sensor, which would assume user facility on cleaning device. Summary of the repairs were : replaced top case, bottom case and complete plunger head assembly including plunger board. Greased , recalibrated and device passed all the functional testing.

Event description:
Information received a smiths medical medfusion 4000 pump alarm force sensor issue no patient adverse events reported.